Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus received a medwatch (mw5070640) report that indicates during an unspecified procedure, the silicone coating (teflon pad) fell off the tip of the hand-piece and fell into the patient¿s abdominal cavity. The surgeon completely retrieved the device fragment with a laparoscopic grasper. The intended procedure was completed with a similar device. There was no patient injury reported.